Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that the (B)(6) year old male patient came to the facility for a scheduled removal of a pigtail ureteral stent. During this explant process of the procedure, the stent fractured, the reporter believes that all the pieces of the complaint device were removed from the patient as the facility's internal report does not state otherwise. The reporter could not confirm the avenue or what technique was used to remove the broken pieces. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, documentation, specifications, quality control and a visual inspection of the returned device was conducted during the investigation. The visual / photographic inspection of the returned device reported the device had multiple fractures. A document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number is not known, accordingly a review of the device manufacturing records could not be conducted. Based on the information provided, a definitive root cause could not be determined, although excessive force may have been a contributing factor in the fracturing of the device. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
It was reported that the (B)(6) male patient came to the facility for a scheduled removal of a pigtail ureteral stent. During this explant process of the procedure, the stent fractured, the reporter believes that all the pieces of the complaint device were removed from the patient as the facility's internal report does not state otherwise. The reporter could not confirm the avenue or what technique was used to remove the broken pieces. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.